Event description:
It was reported that the device sterility was compromised. A 1.25 mm rotapro was selected for an atherectomy procedure. During preparation, the heavy harness of the rotapro dropped to the floor off the sterile table. The harness was not clipped to the sterile drape. Another of the same device was used to complete the procedure. There were no patient complications.